Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer was unable to rewind the insulin pump. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to motor error alarm. Drive support cap was inspected and no anomaly was noted.